Manufacturer narrative:
(B)(4). This product is not sold in the us. The 510k provided is for a similar that is sold in the us. Sample will not be returned.

Event description:
It was reported the catheter was being placed into the pt's basilic vein in the anesthesia dept. The pt was difficult to cannulate due to difficult veins and only having one limb. The vein was cannulated under ultrasound guidance and the wire was inserted. The dilator was inserted over the wire and the clinician experienced difficulty threading the catheter over the wire. As a result, all the components were withdrawn at once. The wire caught on something and began to unravel but was removed and discarded. A new line was placed through the existing cannula and an x-ray was taken. The x-ray showed a small fragment of wire was retained in the pt. This was discussed with the pt and the surgeon decided it would be best to leave in situ. They do not know if this caused a delay in treatment and there was no pt death or complications reported.